Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the hinge pin was broken on the flow sensor. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the pt.

Manufacturer narrative:
The customer has spare flow sensors and replaced the faulty sensor. The field service representative (fsr) shipped a new flow sensor to the customer.